Event description:
A customer called baxter corporate product surveillance to report an unknown amount of continu-flo solution sets in which the luer sleeve which screws on over the male-female luer connection appears to be bonded to the male luer. According to the report, the facility tried to screw on the sleeve, but were unable to do so as the "part that should be screwed on does not move". They had to change out the solution bag and tubing set in order to administer medication to the patient. The events occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The event occurred in (B)(6) 2013. The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. Follow-up evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was manually checked during evaluation. It was found that the device's collar was stuck and was unable to move down the male luers shaft; confirming the reported condition. The device was visually inspected and microscopically inspected. It was observed that there was solvent bonded to the luer shaft. The root cause was not identified.